Event description:
The customer contacted global technical services (gts) regarding check lines and bags alarm, which occurred on the homechoice (hc) during use, during drain 2 of 6. The drain volume was equal to 7264 ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The home patient (hp) was not reporting any symptoms, but since the drain was so high, the technical service representative (tsr) advised the patient to end therapy and contact the peritoneal dialysis registered nurse (pdrn). The patient was performing continuous cycling peritoneal dialysis (ccpd), the total volume was set to 17500 ml, the total time was set to nine hours, the fill volume was set to 2500 ml, the last fill volume was set to 2500 ml, the dextrose was set to different, and the number of cycles was set to six. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that the patient did not make him aware of this event. He stated that the patient did not mention the high drain volume. He stated that the patient is doing fine. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was excessive drain; unexpected high ultrafiltration for therapy compared to other therapies. This issue is being investigated through CAPA.